Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unknown instrument/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, patient underwent a posterior spinal fusion for unknown reason. Right sacral screw was placed into the disc space while using brainlab navigation. Surgeon believes the instruments were not properly calibrated. 3d scan confirmed screw was in the disc. Instruments were re-calibrated and screw was removed and replaced. The procedure was completed successfully with a surgical delay of 30 minutes. Patients outcome was unknown. This complaint involves one (1) device unk - insertion instruments. This is report 1 of 1 for complaint (B)(4)..